Manufacturer narrative:
An investigation of damaged ostase qc and calibrator vials was conducted at bci. It was determined that the glass vials are not compatible to freezing at -70ºc.

Event description:
...

Manufacturer narrative:
(B)(4).

Event description:
Beckman coulter (B)(6) reported a damaged access ostase qc vial, which leaked the content. One qc box was affected by the one damaged qc vial. There was no report of effect to patients or end users in association to this event.